Event description:
The customer was reporting excessive fluid removal on prisma machine running cvvh treatment. The machine was set to take off 120cc and at 12:00 pm it took off 148 cc more than the request of 120 cc; at 1:00 pm they noticed that the machine took off 248cc additionally. The treatment was stopped.